Event description:
It was reported that during the implant procedure the helix of the lead was extended once and then retracted to reposition the right ventricular (rv) lead. Once the lead was repositioned the helix would not extend again. The physician attempted multiple times, as well as with another purple pinch on tool, without success. The lead was removed and on the scrub table the physician attempted to extend the helix of the lead but was unsuccessful as well. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. The analyst not ed the helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.